Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, during transfer of the stent resistance was encountered at the hub of the microcatheter, when the physician retracted the delivery wire the subject stent got deployed at 10 cm from proximal of hub. The subject device was replaced, and the procedure was reported to be completed successfully. No clinical consequences were reported to the patient.